Manufacturer narrative:
Concomitant: product ID 8709, lot# j10932r64, implanted: 2002-(B)(6), product type catheter. Product ID 8711, lot# j10979r14, implanted: 2002-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a manufacture representative regarding a patient receiving morphine (15mg/ml at 14.5mg/day) and bupivacaine (7.6mg/ml at 7.35mg/day) via an implantable infusion pump. It was report a motor stall occurred on 2015-(B)(6). The patient had not had an MRI recently. The pump status and/or event log reported a motor stall occurred. The manufacture representative reported that the pump had multiple motor stalls and recoveries. The pump was functioning when the manufacture representative saw the patient over the weekend and they were using it for therapy for now. They were having the patient monitor for any alarms. It was noted that they were trying to coordinate a pump replacement as soon as possible. The patient had increased pain. The cause of the motor stalls was suspected to be from high concentration morphine (400mg/ml) being used in the pump prior to the current physician's care. The patient had a follow up with the physician on 2015-(B)(6). Additional information received reported that the pump revision was scheduled for 2015-(B)(6). Additional information came back from the physician which reported that the pump was explanted and replaced on 2015-(B)(6). There were no patient injuries. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent) relevant medical history includes non-malignant pain and failed back surgery syndrome

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4) , found a feedthru anomaly. Shorting (bridging) was seen across the m1 feedthru's ceramic insulation. During analysis, the interrogation report indicated the pump was at minimum rate; morphine (15.0mg/ml, 0.090mg/day) and bupivacaine (7.6mg/ml, 0.0455mg/day). Conclusion code: was updated.

Event description:
The pump was used to infuse morphine (15mg/ml, 14.5mg/day) and bupivacaine (7.6mg/ml, 7.35mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.